Manufacturer narrative:
This is one of two device reports for this event. FDA patient code 3191 was used to report the lack of brain activity and non-specific cardiac injuries.

Event description:
The plaintiff's attorney alleged that while the patient was undergoing dialysis treatment, the patient lost consciousness and stopped breathing as cardiac arrest had occurred. Emergency resuscitation was attempted and the patient was taken to the hospital; the patient subsequently expired after approximately six days on life support with no brain activity. It was reported that the patient expired as a result of cardiac injuries that occurred due to the administration of naturalyte and/or granuflo during dialysis treatment.